Event description:
It was reported that the patient had gone into ventricular tachycardia (vt). The patient's implantable cardioverter defibrillator (ICD) appropriately delivered high voltage therapy. Upon further investigation, it was found that the ICD failed to convert the patient with its first two shocks, and was eventually converted by the third shock. The patient was brought in and programming changes were made. The patient was stable.